Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient called the inbound line crying, she has the permanent implant and the device is not working for her, she was having a problem with the device, there is an exclamation mark in a triangle and a circle with arrows that isn't moving. Patient stated that she had a surgical procedure done on her achilles tendon area and they turned off the device and it hasn't worked properly since. The patient was given the patient services number to call for troubleshooting. Patient also called the device registration line and was disconnected when being transferred to patient services. On (B)(6) 2019, the patient further explained that the achilles surgery was (B)(6) 2018 and the device was turned off for that surgery. That surgery was not related to device/therapy. Patient turned it back on after the surgery, set at 0.8 v as prior to surgery, but had leaking and was getting up once an hour at night to go to the bathroom and the therapy wasn't working as well as before the surgery. Someone at hcp office walked her through increasing the setting gradually, and tracking symptoms. Patient is now at 1.5 v and her symptoms have greatly improved, she is only getting up 1-2 times at night and isn't having the leaking. Patient declined giving her weight. No further complications were reported or are anticipated.